Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It's alleged by the attorney through the filing of a legal claim that the patient underwent a total hip arthroplasty on (B)(6) 2010 where he was implanted with a stryker hip system. It is further alleged that his hip failed and had to be revised on an unknown date.